Manufacturer narrative:
(B)(4). This is a report of use error where a patient improperly disconnected from the set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted.

Event description:
It was reported that a patient failed to follow therapy steps during drain of peritoneal dialysis therapy. The patient improperly disconnected from the device. The technical service representative reviewed proper procedures as per user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.